Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tubing leak while giving rituxan. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of tubing leak was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in fluid flowing freely with no signs of leaking throughout the set while the tubing was manipulated at each engagement. The root cause of the customer¿s report was not identified.